Event description:
On (B)(6) 2022, fujifilm healthcare americas corporation received a complaint regarding the arietta 850 ultrasound system. The site reported that the system recognizes scope but occasionally there is no image. The text appears around ultrasound image, but image is black. There is no death or serious injury associated with this event. As such, this report is being submitted in an abundance of caution.